Manufacturer narrative:
Unit passed self test and displacement test. Unit display properly. No blurry, missing segment/partial display anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer states the screen when using backlight on rpl pump is blurry. Troubleshooting was performed, but the display did not return to normal. The customer was advised that the pump will need to be replaced. The customer was also advised to revert to back up plan per hcp instruction. The insulin pump will be returned for analysis.